Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case, a grasper unit was used to grab the meniscus when the bottom jaw broke into the patient's knee. It was reported that a second grasper unit was used to retrieve the broken piece.